Manufacturer narrative:
This report is being submitted to report additional information. The following sections are being reported: d4: expiration date and unique identifier (UDI) number d9: device availability. H2: if follow-up, what type. H3: device evaluated by manufacturer. H4: device manufacturer date. H6: type of investigation. H6: investigation findings. H6: investigation conclusions. H10: additional narratives/data. Zimvie received one empty implant packaging for evaluation. Visual evaluation of the as returned empty packaging identified it was already opened with a broken tamper seal ring. The implant inner vial was missing. The coob is non-verifiable as the condition of the packaging when delivered to the customer is unknown / non-verifiable. DHR review was completed for the subject lot number 1264454. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. Based on the investigation and risk management file review, the most likely root cause determined from the investigation is improper handling of devices/packaging outside of zimvie control. Therefore, based on the available information, the packaging malfunction and the reported event/coob could not be verified since the condition of the product/packaging as received by the customer was unknown/non-verifiable.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
Zimvie complaint (B)(4). A1: patient identifier is not provided / unknown. A2: patient age is not provided / unknown. A4: patient weight is not provided / unknown. B3: date of event is not provided / unknown. E1: initial reporter¿s title and last name are not provided / unknown. G4: additional 510(k) number is k101880.

Event description:
It was reported that the customer opened 2 implant boxes during a procedure and the implants were missing from the inner vials. They were able to complete the procedure with another implant.